Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable troponin result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial troponin result was 197 ng/ml with a repeat result of 9 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The troponin reagent lot information was requested but was not provided. The customer stated that after they retested the patient sample and repeated quality control testing, the issue has not occurred again. The investigation did not identify a product problem. The cause of the event could not be determined.